Event description:
It was reported that the water in the balloon did not drain during pretest.

Manufacturer narrative:
The reported event is confirmed manufacturing related as the notch was not perforated. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a syringe. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon by aspiration using syringe but with extreme difficulty. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and by aspiration using syringe and solution could not be withdrawn. Dissected balloon and found that the notch was not perforated completely. Also received 2 photo samples. First photo sample shows overview of catheter with balloon slightly inflated. Second photo sample zooms in on inflated balloon. Although an exact root cause could be determined a potential root cause could be -notch design (ID undersized) -notch placement (nicks drainage lumen) -no notch the product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water in the balloon did not drain during pretest.